Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working. The device remains implanted, and no further details were provided. There were no patient complications reported.

Manufacturer narrative:
B3 approximated.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of cause not established was assigned to this investigation. B3 approximated.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working. The device remains implanted, and no further details were provided. There were no patient complications reported.